Manufacturer narrative:
(B)(4). The event is currently under investigation. (B)(4).

Event description:
A journal article (outcomes after partial endograft explantation) was identified which evaluated aneurysm related complications and device issues in patients who underwent partial endograft explantation during late conversion of endovascular aneurysm repair to open repair. Some of the patients identified in the article received a cook zenith device(s). According to the article, type I a posterior endoleak. Suprarenal aorta had dense scar tissue leading to decision not to remove suprarenal fixation. Device was transected after sealing stent; the aortic wall, endograft, and dacron (polyethylene terephthalate) graft were sewn together. Proximal portion remained.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), manufacturing instructions, specifications, trends, and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document based investigation evaluation was performed. Each zenith device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU "additional endovascular interventions and conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length(vessel and component overlap) and/or endoleak. Additionally device selection states" appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." Based on the information provided, no product returned, and the results of the investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring for similar complaints will continue.